Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right atrial (ra) lead again exhibited high impedance, which re-triggered the ra lead alert. Also noted on the ra lead was impedance variation. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead is exhibiting high impedance. The lead remains in use and the physician turned off the patient alert. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead, (B)(6) 2013; 4194 implantable pacing lead, (B)(6) 2013. (B)(4).